Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and visual inspection did not show any damage or defects. A visual inspection showed distal defib conductor distortion.

Event description:
It was reported that during implant procedure that there was repeated oversensing on the rv lead. The doctor attempted to fix the problem 3 times but it never resolved. The doctor ended up implanting a different device and different lead. No patient complications have been reported as a result of this event.